Event description:
A malfunction alarm with code malf 16 was reported, and there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was under warranty. The customer planned to use multiple daily injections as a backup insulin therapy. Technical support also confirmed the shipping address and provided instructions for putting the pump into storage mode before returning it via a pre-paid label, which the customer understood and acknowledged.